Event description:
It was reported that the subject device had an insertion tube, the rubber deteriorated and crystallized and no image. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the no image reported failure was confirmed. The insertion tube and the rubber are deteriorated and crystallized were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - image may occasionally had blackout and interference when adjusting angulation. - screen became noisy, when replacing the ultrasound plug unit for single-connection charge-coupled device (ccd) cable unit. Based on the results of the investigation, it is likely due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected was a random component failure without any design or manufacturing issue. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.